Manufacturer narrative:
(B)(4). Returned meter evaluated on (B)(6) 2016 with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer called complaining her brand new trueresult meter is reading too low. Customer ran a comparison back-to-back fasting blood test with her physician's lab device and received a reading of 285 mg/dl from physician's lab device and a 130 mg/dl from her trueresult meter. Customer absolutely declined answering all troubleshooting questions, as she felt uncomfortable and did not wish to provide any personal information. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 130mg/dl on (B)(6) 2016 fasting: yes.